Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was placed in the 1st diagonal of the lad at one facility. Approximately two years later, the patient presented to a facility in another state with complaints of chest pain which were similar to what was experienced prior to the stent placement. The patient had quit taking plavix three days before the chest pain developed. A stent thrombosis was discovered in the proximal portion of the stent. The thrombosis was treated with poba. No further patient complications were reported. Patient status is satisfactory.